Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ ml; 175 mcg/day flex dose via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2018. It was reported the pump flipped partially ¿months ago¿. The healthcare provider (hcp) was able to refill it at th at time. During the refill in december the hcp was unable to fill the pump. Upon surgery on (B)(6) 2019 to access the pump, the pump was flipped with the reservoir port away from the surface of the abdomen. The flipped pump was placed correct side up and the pump was refilled with 40 ml. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved, and patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.